Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently ¿over-bolused¿ by entering the intended amount of carbohydrates into the pump; however, it ended up being too much insulin resulting in low blood glucose (bg) levels in the 30 mg/dl range. Customer consumed carbohydrates and glucose tablets to address the low bg. Customer acknowledge and understood pump was working as intended. Reportedly, customer continued to use the pump for insulin therapy.